Manufacturer narrative:
(B)(4).

Event description:
It was reported that a flogard IV solution administration set did not have a vent and was received in a box labeled for vented sets. This malfunction was identified before use, therefore there was not patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the sample was received for evaluation. During visual inspection the sample was observed to have a drip chamber without an air-vent; confirming the reported condition. The cause was determined to be an issue with the manufacturing process. As a result, retraining was performed with the operators.